Event description:
International affillate reports that during removal of drain, it broke in a non-perforated and non sutured area. There are no reported adverse consequences to the patient related to this event.